Manufacturer narrative:
Retainer ring = clear. Customer returned device for an alleged blank display found on (B)(6) 2021. The device passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, off no power alerts on event date (B)(6) 2021 at the times 22:44:00 and 22:54:00, low battery alerts on event date (B)(6) 2021 at the time12:42:00 and (B)(6) 2021 at the time 06:40:00 were found in the history files. Device was cut open to perform visual inspection and found moisture damage on the force sensor, pcba1 and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing, however damage to the retainer was noted during visual inspection. The following were noted during visual inspection: corroded motor home switch, corroded battery tube, detached retainer ring, pillowing overlay, cracked battery tube, broken reservoir tube lip and scratched case. Blank display not confirmed. Moisture damage on force sensor, pcba1 and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they insulin pump shut down after battery changed. Customer stated that they did not see any alarms before insulin pump shut down. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.